Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. The reported events of low pacing impedance and failure to capture were not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the rotation of the helix of the right ventricular (rv) lead was slow to respond to turning. While attempting to fixate, decrease impedance and failure to measure capture threshold were also observed on the rv lead. During these fixation attempts the rv lead dislodged. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.